Manufacturer narrative:
Na

Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician was able to duplicate the reported problem. The service technician confirmed a diagnostic code in log history indicating a vent inop occurred due to a failure in the cpu pcb. The service technician replaced the cpu pcb to correct the problem. Extended self testing (est) and other applicable testing was completed and all tests passed per operating specifications.